Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was getting an MRI and a CT scan for their spine, but these were not related to the device. They reported that they were not getting symptom relief and was having accidents where they peed all over themselves and they were afraid to leave the house. They stated that this started a month after the implant, confirming that it was (B)(6) 2015. They also reported several bad falls since it was put in, one being in (B)(6) 2016, where they fell off a ladder and hit their head hard. They also had several falls, in late 2015, after the implant. They noticed that their stimulator was protruding out and was kind of sideways. They noted that, sometimes, they would hit it on a doorway or something and it would hurt. They also noted that they ne ver used their programmer, nor have they ever changed the settings. They confirmed the stimulation was on and was at program 2 at 1.0 v, but they didn't feel stimulation. They changed it to 1.2 v and felt comfortable stimulation. They were going to try this setting and would consult with their healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.